Event description:
It was reported that during a laparoscopic cholecystectomy, the scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: what is meant by "scissoring occurred?" Did the device jaws cross? Or did the clips scissor? The clip scissored. No further information will be available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/3/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, two scissored clips inside a plastic bag and the tyvek was returned along with the instrument. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 13 clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.